Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed comfort issues due to having pneumonia and coughing while wearing the lifevest. The patient's physician instructed the patient to remove the device until after the pneumonia was gone. The patient's medical outcome is unknown.